Event description:
There was an allegation of questionable ise indirect na-k-cl for gen.2 assay results with the cobas p 471 centrifuge unit for 2 patients. Patient 1's initial potassium result was 45.3 mmol/l. The repeat result after a manual centrifugation was 4.53 mmol/l. Patient 2's initial potassium result was 35.96 mmol/l. The repeat result after a manual centrifugation was 4.72 mmol/l. The repeat results were reported. The system generated a "pre-analytical sample processing error" flag for these results. The customer alleges that the samples were not correctly centrifuged by the pre-analytical system.

Manufacturer narrative:
The ise indirect na-k-cl for gen.2 reagent lot number and expiration date were not provided. The investigation is ongoing.